Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not displaying anything when connected. There were no reports of patient harm.

Event description:
Additional information was provided by the customer. The issue was found during an unknown proce9+dure that was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and poor water-tightness. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit and poor water-tightness of cable unit the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.